Event description:
Edwards received information that a 19mm 3300tfxj valve, implanted six (6) years and nine (9) months, was explanted due to aortic stenosis. The explanted valve was replaced with a 19mm 11500aj valve. The patient status was reported as recovered.

Manufacturer narrative:
H3: evaluation summary: customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 1 had a 5mm tear near commissure 1, a 4mm tear at the cusp, and a 7mm tear along the free margin, leaflet 3 had a 5mm tear near commissure 3 and a 7mm tear near commissure 1. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. As received, mechanical damage marks were observed on the free margin of leaflet 2 near the commissure 2. Damages appeared serrated and did not penetrate leaflets. Sewing ring was cut around leaflet 1 and exposed metal band. Wireform was exposed at all three commissures and around leaflet 3. Suture threads remained attached to the sewing ring.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, g3, g6, h2, h6.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Per product evaluation of returned device, customer report of stenosis was confirmed. Heavy calcification and moderate pannus were evident on the valve. Tears were found in the leaflets. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling nonconformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling nonconformances and no other triggers are met. The most likely cause is patient factors.

Manufacturer narrative:
Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling nonconformances and no other triggers are met. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A CAPA/scar/pra is not required as there are no confirmed product or labeling nonconformances and no other triggers are met. The most likely cause is patient factors. H3: evaluation summary: customer report of stenosis was confirmed. X-ray demonstrated heavy calcification on all three leaflets and commissure 1 bent outward. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 2 at the inflow aspect and approximately 3mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 1 had a 5mm tear near commissure 1, a 4mm tear at the cusp, and a 7mm tear along the free margin, leaflet 3 had a 5mm tear near commissure 3 and a 7mm tear near commissure 1. Calcification was evident at the tears. Calcification restricted leaflet mobility and led to stenosis. As received, mechanical damage marks were observed on the free margin of leaflet 2 near the commissure 2. Damages appeared serrated and did not penetrate leaflets. Sewing ring was cut around leaflet 1 and exposed metal band. Wireform was exposed at all three commissures and around leaflet 3. Suture threads remained attached to the sewing ring.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 19mm 3300tfxj valve, implanted six (6) years and nine (9) months, was explanted due to aortic stenosis. The explanted valve was replaced with a 19mm 11500aj valve. The patient status was reported as recovered.